Event description:
It was reported a patient underwent an atrial fibrillation and typical flutter cardiac ablation procedure which included the use of a qdot micro ablation catheter (lot #: unknown) and experienced a pericardial effusion and required hospitalization. Initially it was reported on 09-oct-2023 that a catheter force sensor error 106 displayed on the carto 3 system. The ablation cable was replaced without resolution. The qdot micro catheter (lot #: 31078604l) was replaced with qdot micro (lot #: unknown) and the issue resolved. The procedure continued. There was no patient consequence reported at this time. Additional information was received on 06-nov-2023. The patient was readmitted to the hospital on (B)(6) 2023. The patient had an echo which showed a small pericardial effusion. Additional information was received on 15-nov-2023. Post procedure, the patient reported chest pain and was treated with colchicine. Per the physician, this was to treat procedure related pericarditis. When patient presented on (B)(6) 2023, patient¿s chief complaint was shortness of breath. This prompted the physician to order the echocardiogram. Intervention included medical management, stopped blood thinners, patient treated with steroids. Patient has fully recovered (no residual effects) discharged from hospital (B)(6) 2023. Transseptal puncture was performed. No steam pop. Physician¿s opinion on the cause of this adverse event was the procedure. This event was originally considered non-reportable, however, bwi became aware of the adverse event which required hospitalization on (B)(6) 2023 and have reassessed the event as reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).